Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) the device's display intermittently blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.